Event description:
A patient reported experiencing inaccurate erratic results with an ot basic enhanced meter. The patient's blood glucose results were 54mg/dl, 100mg/dl. Tests were done less than 10 minutes apart with a difference of 41mg/dl. Patient did not experience any adverse events. No further information has been reported.